Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo_13.7 implantable collamer lens of -13.5/1.5/169 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was exchanged with a shorter length lens due to excessive vault the problem resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).